Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 522 mg/dl. The customer declined the high blood glucose troubleshooting. The customer stated that there was insulin flow blocked alarm. The customer stated that the infusion set cannula was bent. The troubleshooting was performed for the bent cannula. The insulin pump will not be returned for analysis.